Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. It also indicated the impedance on the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported a mode switch from bipolar to unipolar occurred and an atrial lead fracture was suspected. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.